Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly experiencing drainage near the implant site. During a cleaning of the implant site, device extrusion was observed. The recipient's device was explanted. The recipient will be reimplanted at a later date once infection is resolved.